Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. The ra lead was replaced to resolve the event. The patient was in stable condition. Further information was requested but not received.